Manufacturer narrative:
The device was returned and it states that confirmed there was damage where the actuator arm and base meet.

Event description:
Base of the lift is damaged and spindle on actuator has broken off.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Base of the lift is damaged and spindle on actuator has broken off.